Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline appeared damaged in the outer layer. The driveline was repaired with isolation tape. There were no alarms and patient was in a stable condition at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The account reported that the outer layer of the patient¿s driveline appeared to be damaged. There were no alarms observed and the damage was repaired with isolation tape. The patient was reportedly home and in stable condition. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13apr2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.